Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set fell off during use four months ago which led to high blood glucose level. Therefore, the patient first went to emergency room and was subsequently hospitalized due to high blood glucose level. Further, the patient was transferred to the intensive care unit. Her highest blood glucose level related to the incident was 700 mg/dl.also, the infusion had been used for one day. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. The patient was in hospital for four days. Furthermore, the patient faced similar issue during past four months with ten similar types of infusion sets used for two to one hour. No further information was available.